Event description:
Health problems rptr has experienced during time of implantation and following explantation; 1) dry, red irritated eyes despite drops and ointments; including prescription eye drop for "allergies"; 2) growth on cornea of right eye; 3) joint pain/stiffness especially spine, hips, and shoulder, elbow, wrist of dominant arm; 4) swollen hands and feet; 5) fatigue; 6) allergy-like respiratory symptoms aggravated by chemicals especially; 7) decreased cognition-slower processing time, memory recall, decreased topographical orientation; 8) numbness and tingling of both lower extremeties, especially right leg/foot; 9) intermittent numbness and tingling of right hand.